Manufacturer narrative:
The investigation of the returned web system found the pusher bent at the hypotube-to-connector junction. The unit did not pass continuity and resistance testing. The heater coil did not show signs of activation using a detachment controller. Further investigation found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. The investigation also found the returned detachment controller to have low battery voltage, which would have also contributed to the reported complaint.

Event description:
A supplemental report is being submitted to include the device evaluation, h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web did not want to detach. Web detachment controller during the procedure indicator light started glowing orange. The procedure was completed with another web. This did not affect the patient's health.

Manufacturer narrative:
Corrections were made to section: b3, date of incident and, e1, establishment name. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
A follow up report is being submitted as clarifying information was received regarding the event date and user center address. The following sections will be corrected: b3; e1.